Event description:
Patient presented to the physician with drainage and signs of infection at neck and chest incisions. Physician prescribed antibiotics. Patient presented back to the physician with continued signs of infection. Physician prescribed another type of antibiotic.